Manufacturer narrative:
Occupation is lay user/patient. The country of origin is fra. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the 'chronoplastin sta neo stago' method. The meter result was 3.8 inr (unknown lot number) and less than 3 hours later the laboratory result was 2.90 inr. On an unknown date, the meter reading was 3.0 inr (lot 40501422, unknown expiration date) and 4.8 inr (lot 39393515, unknown expiration date). The patients therapeutic range was not provided.

Manufacturer narrative:
The customer's strips from lot 39393515 were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.7 inr, qc 2: 2.7 inr and qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.